Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited limited functionality and premature battery depletion (pbd) during a check performed at an emergency room (ER) due to an unrelated reason. Boston scientific technical services (ts) discussed the available therapy. A competitor's representative stated the ICD was explanted and replaced as result. No additional adverse patient effects were reported.